Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was in the 225-600 mg/dl range, and had trace ketones. Elevated bg was addressed by delivering a manual correction bolus via the pump. System check was being performed and the customer declined to remove the site. Customer changed pump supplies to address occlusion alarms, and resumed insulin delivery. Reportedly, the customer is using infusion set for more than two days. Tandem clinical support informed the customer that using the infusion set for more than two days is off label per the tandem user guide.